Event description:
It was reported that a patient underwent an unknown spinal procedure for scoliosis. During surgery, "the head of the screw got damaged. The sides were damaged and the head was also collapsed a little bit. Because of that doctor couldn't get the set screw into the heads anymore. The set screw couldn't get in because the inside of the head was also damaged (the wiring), which was also damaging the wiring of the set screw. In the end, this problem was detected and the screws replaced. They couldn't use the derotators anymore because of the forces on the screws. No fragment of the screws remaining in patient. Doctor commented that the scoliosis was too rigid."

Manufacturer narrative:
Additional information: analysis of the returned device shows that the head on the fixed angle screw has been bent inward. The two locating tabs on one side of the head have been blown out by the force placed on them buy the pusher. The head has become so deformed that the screws will no longer thread into place. The observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.